Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly multiple times. The customer stated the battery gauge dropped from 50% to 20%. In addition, the pump battery went from 30% to 95% quickly. The customer's blood glucose (bg) level was 250-350 (mg/dl). Correction boluses were used to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.